Event description:
It was reported that the patient faced four infusion sets failed to deploy the release mechanism got stuck event on 07 may 2026.

Manufacturer narrative:
Initial 1 of 4. Name: ypsomed ag. Address: (B)(6). City: (B)(6) country: switzerland. Postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.